Event description:
It was reported that upon finishing the blood transfusion and when the door of the pump module was opened, the user observed blood leaking from an unknown source. Per report, the blood leaked into the pump and dripped onto the IV pole and floor. There was patient involvement but no harm. The customer reached out to bd requesting to "test and inspect the device and replacing the housing case if necessary". There was no alleged pump malfunction.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported blood leaked into device was confirmed during the inspection. The suspect device was fully evaluated, and no issues or malfunctions were observed during the investigation. No obvious issues or anomalies were observed during the external inspection. However, it was observed that dark red dried liquid contamination was observed inside the bottom of the pump module casing and near the air-in-line sensor. A preventive maintenance test was conducted to assess the general functionality of the suspect pump module. The device successfully passed all tests. The day of the event provided by the facility was august 21, 2025; the time provided was 5:00 pm. During the event log review, it was observed that some activity performed on the event date provided by the facility. The suspect pump module was attached to a pc unit s/n (B)(6) and was assigned to channel a at 2:32 pm. At 2:33 pm, the suspect pump module was selected, an infusion was programmed (rate = 125 ml/h, volume to be infused (vtbi) = 248 ml) and the infusion was started. At 3:39 pm, the pump module was paused, selected again and the infusion was restarted. At 4:33 pm, the infusion was completed, and the keep vein open (kvo) infusion started. At 4:36 pm, the pump module was selected, an infusion was programmed (rate = 125 ml/h, vtbi = 30 ml) and the infusion was started. At 4:50 pm, the infusion was completed, and the kvo infusion started. At 4:51 pm, channel off was pressed and the pump module was powered off. No other infusions or activity were performed. The alaris system user manual (v12.1) states the following: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The system is not intended to replace supervision by medical personnel. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the reported blood leaked into device was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during laboratory testing. Note that this report lists imdrf annex a1801, c23, d11, g04067 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer